Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. The device¿s logs have been not available for further evaluation. Based on information provided nozzle unit for air and o2 gas module were defective and their replacement is necessary. Despite our best effort in obtaining the information, there was no confirmation about the replacement of nozzle units. No parts were returned to factory for further analysis. Therefore, the exact root cause of the failure cannot be established.

Event description:
Manufacturer's ref. #: (B)(4).